Event description:
It was reported that a magnet test of an implanted pacemaker, via the programmer, produced the correct rate and mode, however, question marks appeared in one of the programmer software data fields. The system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.